Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: product ID 97740 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was non-malignant pain. It was reported that on saturday they were admitted to the emergency room as they could not turn their stimulation off using their programmer. The patient stated they turned their stimulation on at about 1:00 on saturday, and then four hours later the stimulation was stuck on. At the emergency room patient stated someone finally came in who helped the patient turn stim off, and stated the programmer needed to be "cleaned." The patient stated they were still afraid to use their stimulation again, but last night they were in so much pain, so they took their pain medication and attempted to turn stimulation back on, however, the programmer would not turn on at all. The patient confirmed they had attempted to change the batteries 3 times already at the hospital. Patient stated they notified their manufacturer representative (rep) last night, and the rep redirected patient to the manufacturer's patient services for replacement. The manufacturer's patient services specialist (pss) had the patient remove the batteries and reinsert them into the programmer, and the patient stated the screen did not turn on at all. The patient confirmed that when they press the sync button, the screen was still unresponsive. The patient also stated when this issue first began, the batteries felt hot, and just last night even after replacing the batteries, the programmer felt warm. The issue was not resolved. A replacement programmer was sent out. No patient symptoms were reported. The patient called back and repeated the previously documented information that their programmer was not working, and that someone in the hospital told the patient their programmer needed to be cleaned and that there was rust on it. The patient then stated they had called last week, and they never received the replacement they were told they would receive. Agent reviewed tracking information and determined the programmer was sent to the incorrect address. Agent sent email to repair team to ensure programmer would be sent to patients address. The patient called back, and said the new pp didn't work to connect with ins, and also mentioned their ins implant site hurt if they laid on it. Pss reviewed that the ins could be depleted and redirected the patient to their healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID: 97740, serial#: (B)(6), product type: programmer, patient. H3: analysis of the 97740 programmer (ptm), (s/n#: (B)(6)) revealed, that main board was corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.